Event description:
Medtronic received info that following implant of this bioprosthetic mitral valve, an intra-operative trans-esophageal echo indicated that the valve would not close. The valve was examined in situ, and no tears were observed. The leak was reportedly at the 7 o'clock position between the commissure. The valve was explanted and replaced without reported patient complication.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. H3 analysis: the device was received in a tan solution, 0.2% glutaraldehyde, in an explant kit. The sewing ring appears to have evidence of blood contact. All leaflets appear to be slightly stiff but flexible possible due to blood contact. Intact hydrodynamic results demonstrate gradient and regurgitation levels that are within the historical baseline testing ranges. High speed video evaluation shows the leaflets close fully with backpressure. The coaptive surface creates a seal and there is no apparent area of leakage between leaflets. The free margins of the nl, in particular, are gapping upon closure, however, as stated previously, the coaptive area (lunulae of the left and non- coronary leaflets) meets/seals completely with no apparent area of leak. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: the device was tested and found to meet specification, which suggests that the observation of a leak may have been attributed to obtaining a tee prior to the patient being completely weaned off bypass, whereby insufficient backpressure would be present.